Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a generator and a hand piece being used for a pacemaker change. It was reported that during the procedure, there was an interference with ICD. The site changed the handpiece to surgical knife and the handpiece was discarded after the surgery. The cause or potential contributing factors of the event were not determined.